Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system was returned for analysis. Visual inspection performed, and product found with damaged tank cover that leaks, outdated pcb and power switch, wear and tear damaged enclosure, front cover, and line cord. Investigation started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The customer reported problem was confirmed. Investigation found that the customer damage caused by screwing or unscrewing the tank cover screws. According to the investigation, no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The problem source of the reported problem is user interface.

Event description:
Information was received that this smiths medical level 1 hotline low flow system experienced leaking and stripped screws on water reservoir cover. No reported adverse effects.